Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured catheter tubing is confirmed; however, the exact cause is unknown. One photograph of an powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device implanted into the patient and dressed with a clear adhesive dressing. The tubing contained a complete circumferential fracture at the base of the molded joint. No details of the break could be discerned from the photograph. It was noted some of the device markings had worn away. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient had catheter inserted in the hematology department on (B)(6) and is currently hospitalized. During today's nursing rounds, fluid leakage was detected. After investigation, a rupture was identified, and the catheter was subsequently removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.